Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (46 mg/dl). Reportedly, the pump turned off exercise activity without customer interaction. The customer consumed glucose tablets or juice to treat the bg. Troubleshooting indicated that the pump was functioning as intended.